Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The machine alarmed. Estimated blood loss was <1ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for MFR evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. The device was not returned to the MFR for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.